Event description:
The complainant reported that the clinicians were performing a therapeutic egd on a male patient (age, gender and weight unknown) using a radial jaw 3 biopsy forcep. During the procedure the clinicians put the froceps down the scope when the forcep got stuck at the top of the olympus scope and they could not remove the device from out of the scope. The physician then yanked the forcep out resulting in one of the jaws breaking off. The clinicians then obtained another scope and looked down it into the patient trying to locate the detached jaw, but they were unable to find it. The clinicians then obtained another forcep and successfully completed the patient procedure. The complainant reported that the olympus scope was sent for evaluation, but everything was noted as fine. There was no adverse affect on the patient as a result of the reported malfunction and the patient's condition was reported as "fine".

Manufacturer narrative:
The device was returned for evaluation. The initial inspection of the device determined that the clevis was found detached from the forceps and one of the cutters was broken and missing. Functional testing could not be performed due to the condition of the forcep. The visual and microscopic examination showed that the riveting and crimping of the device was within specification. A review of the device history record for the pertinent lot was performed, no anomalies were noted. We are not able at this time to determine the relationship between this device and the cause for this event.